Manufacturer narrative:
H3: product analysis found that visually, the product was received in a small plastic bag. The bag contained an open pouch and the broken device when returned. There were traces of biological contamination present on the device from the proximal to the distal end of the device. A portion of inner assembly/shaft (with inner hub attached) was detached (broken off) from the rest of the device. The distal end (tip) of the broken inner shaft remained inside the middle tube. There were traces of striations noted on the broken shaft and traces of biological contamination at the proximal end of the broken shaft. The broken shaft measured 0.526 inches from the distal end of the inner hub to the broken point. Functionally, the middle assembly spun freely by a hand. The further functional testing could not be performed due to the broken state of the device. H6: additional information suggest that b17, c20 and d14 no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device inner tip was broken. The procedure was completed with backup product. No patient impact. Additional information states that bur/blade was not broken when removed from the package, bur was found it stopped shaving when using, so user removed it from the patient, then removed the tip, and found the inner part broken, no fragments remain in the patient and the broken parts contained in the outer shaft that prevented the fragments from falling out and contacting the patient.